Event description:
Analyzer associated incorrect patient demographics for two patient samples on the lab report only. The lis report for both samples was correct. Mismatched results might lead to inappropriate physician action. The results were not reported and there was no report of patient harm as a result of this event.